Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
On (B)(6) 2010, the pt underwent the surgery with the g3 nail and u-lag screw. Afterwards, the pt left hospital. And, there was after a while a pain in her hip joint. The surgeon found through the x-ray that the lag screw had been cut out from the femoral head and the u-blade was bending. Therefore, the pt underwent the removing surgery of the lag screw and the tha revision surgery on (B)(6) 2011. The surgeon thought that the reduction in the fracture part was not complete.